Event description:
Customer reported via phone call that the customer was in the bathroom and screen on the insulin pump shattered. It was stated that the screen is cracked. Customer is unsure of how the damage occurred, it might have been dropped. Blood glucose value was 8.9 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked and bleeding lcd glass.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.